Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, e3, and g2 (unmark health professional and user facility). Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had contaminated air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; light cover glass was chipped; light cover glasses adhesive was pitted; optical cover glass adhesive was pitted; distal end adhesive was lifting; control body-air/water housing had contamination evident; there was a hole in the button; air/water channel had evident contamination; down angle not to specification; upwards/downwards play was evident; left/right angle had a play; upwards/downwards brake was not holding and left/right brake was clicking. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.